Event description:
Caller reported a malfunction on the pump and it was noted that there were no notable events prior to the issue occurring. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. Caller was instructed to call back if any malfunction code recurs and acknowledged understanding the instructions.